Event description:
This lv lead was implanted (B)(6) 2016 and remains implanted at this time. A form received stating that this lv lead wa repositioned for unknown reason. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).